Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked; further described as a disconnection of the transfer set tubing and white twist clamp. This was observed during use of the device, near the end of peritoneal dialysis therapy. There was no patient injury; however, the patient was given prophylactic antibiotics as a preventative measure. No additional information is available.